Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse). It was reported that the ventilator failed internal leakage test during pre-use check. The pressure transducer printed circuit board was found defective and needs to be replaced. The received device logs confirmed the reported failed internal leakage test in 09/22/2022. No part has been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).